Event description:
It was reported that the universal battery charger (ub) housing was damaged.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of the damaged housing on the universal battery charger (ubc) (serial # (B)(6) was confirmed. The ubc was returned and evaluated at the european distribution center (edc). The ubc booted up as intended. The root cause of the reported event was not conclusively determined in this investigation. The device history records were reviewed for the rental battery charger. (B)(6) and was found to have passed all manufacturing and qa specifications. The heartmate universal battery charger instructions for use (IFU) (rev. D) instructs users to not use a damaged ubc, and to obtain a replacement if necessary. Section 6.0 routine inspection and cleaning within the IFU instructs users to check the ubc for damage at least once per week. Heartmate 3 patient handbook (rev. G) section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) (rev. G) section 8 "equipment storage and care" describe how to care for and clean all equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment no further information was provided. The manufacturer is closing the file on this event.